Event description:
It was reported that during cataract surgery, the cannula from a viscoelastic device came loose during injection and shot off the hub into the pt's eye. There was no injury to the pt. According to the info received, the nursing staff was unable to tighten the cannula into place; this occurred with a total of two units during the surgery and with two other units after surgery without pt contact. All four units were from the same lot number 023640.

Manufacturer narrative:
The lot history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The related products have been requested, have not been received for eval.